Event description:
The user facility reported that after a surgery was completed, hospital personnel attempted to transfer a patient from the cmax table to a gurney, however, the cmax would not lock. Several hospital staff members assisted in steadying the unlocked table in order to transfer the patient over to a gurney. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the equipment and determined the floor lock control board required replacement. The table was installed in march of 2009 and is not under a steris service contract. The table is maintained by the facility's biomed department who performed the necessary repairs. No further issues have been reported.